Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa was unable to be confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr), restricted posterior leaflet, dilated left atrium and suboptimal transeptal puncture for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), the guide was not in line with the box but rather angled to the left. The tip of sgc was deflected in an unwanted direction. The sgc was replaced with another device to complete the procedure. During the procedure, the first mitraclip was unable to pass lock test as it opened continuously. Troubleshooting was performed and was unsuccessful. The clip was removed from the anatomy. During the deployment of second clip, the clip opened up 15 degree post deployment. The mr was reduced to grade1-2 post procedure. There was no clinically significant delay or adverse patient effects.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr), restricted posterior leaflet, dilated left atrium and suboptimal transeptal puncture for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), the tip of sgc was deflected in an unwanted direction. The sgc was replaced with another device to complete the procedure. During the procedure, the first mitraclip was unable to pass lock test as it opened continuously. Troubleshooting was performed and was unsuccessful. The clip was removed from the anatomy. During the deployment of second clip, the clip opened up 15 degree post deployment. The mr was reduced to grade1-2 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.